Manufacturer narrative:
The na electrode lot number is bhg85. The k electrode lot number is bha05. The expiration dates were not provided. The field service engineer inspected the analyzer and determined that the event was consistent with the contamination of the sipper flow path. He then performed a main pump and gear pump adjustment through the user interface; cleaned the interior of the sipper and the exterior of the vacuum and sipper nozzles, and the dilution vessel; and ran a green rack procedure. He verified the analyzer's performance by an ion-selective electrode check, calibration, qc, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode results from five patient samples tested on the cobas pro ise analytical unit. The following are the patient samples with discrepant results provided: patient sample 1 the initial na result from the analyzer was 133.4 mmol/l. The repeat result from another cobas analyzer was 140 mmol/l. Patient sample 2 the initial na result from the analyzer was 134 mmol/l. The repeat result from another cobas analyzer was 140.8 mmol/l. Patient sample 3 the initial na result from the analyzer was 133 mmol/l. The repeat result from another cobas analyzer was 138.3 mmol/l. The initial k result from the analyzer was 3.6 mmol/l. The repeat result from another cobas analyzer was 4.33 mmol/l. Patient sample 4 the initial na result from the analyzer was 143 mmol/l. The repeat result from another cobas analyzer was 135.5 mmol/l. Delta checks prompted the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had multiple abnormal probe sucking alarms on the date of the event, close to the time the patient sample was processed. This is an indication of poor sample quality. A patient comparison test was performed with successful results. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.